Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to ECG c&d cable lead 2- wire was broken. The root cause for the broken wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving arrhythmia alarms and adjust belt messages.